Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is receiving a button error. Troubleshooting was performed. The customer went fishing prior to the button error occuring. The time does advance on the insulin pump. The customer's blood sugar was 422 mg/dl. The customer treated with a manual shot and declined troubleshooting for their blood sugar. The insulin pump is returning.